Event description:
Distributor reports touchpad not working and device is displaying error message "error message 54-0080" unable to turn off. After troubleshooting and taking the device apart, determined the issue with the error 54-0080 was due to the damaged ribbon cable, replacing the damaged cable resolved the error 54-0080. Then replaced the upper housing to resolve the touchpad issue. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. Only device power supply board was received at bézins for investigation. This part doesn't correspond to the event description because it is said that the issues were solved by replacing damaged ribbon cable for error 54 and upper housing for touchpad issue. However, a visual check was carried out on the power supply board, and the board was found damaged, with a broken j5 power connector. No testing was possible due to the board status. No cause has been identified for the power supply board status as it may be due to misuse or transport. Unfortunately after several requests, no history log/device/replaced parts was returned to brézins for investigation. Due to this lack of information, the reported event is not confirmed and the root cause is unknown. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.